Event description:
Trach change completed with shiley xlt proximal. ID 8.0 od 13.3 l 105 original packaging was not saved. Balloon tested prior to inserting and seemed fine. Pt had respiratory distress after the trach was changed. A bubble was noted on the cuff of the trach covering the end preventing air flow through the trach. A new trach had to be replaced again.